Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Following information has been requested but unavailable: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title : a prospective, randomized study between the small jaw_ and the harmonic focus_ in open thyroidectomy author : seung ook hwang, md, phd1, jin hyang jung, md, phd1, ho yong park, md, phd1, and wan wook kim, md. Citation: otolaryngology¿head and neck surgery. 2014; vol. 150(6): 943¿948. Doi: 10.1177/0194599814527730. Ligasure small jaw (lsj) was recently developed and applied to thyroid surgery along with harmonic focus (ethicon; hf). The authors compared the 2 devices in open total thyroidectomy for papillary thyroid carcinoma (ptc). This prospective, randomized study included 126 patients enrolled between december 2011 and june 2012. The numbers of patients in the lsj group and the hf group were 64 (58 female and 6 male patients; age: 49.1 ± 1.5) and 62 patients (54 female and 8 male patients; age: 47.4 ± 1.3) respectively. All surgical procedures were conducted by the same team with a single surgeon, and the study participants were randomly and prospectively assigned to either of 2 groups, the harmonic focus (ethicon) during the thyroidectomy procedure or lsj, by random drawing on operation day. In the harmonic focus group, reported complications included bleeding (n-1) which was resolved through conservative treatment options and recurrent laryngeal nerve branch unintentionally cut during the surgery (n-1) in which the patient remained under observation and will be scheduled to undergo injection laryngoplasty if the vocal capabilities do not improve within the next 6 months. Open thyroidectomy for ptc using the hf or the lsj was safe and effective and was not associated with any increase in complications. Surgical outcomes and operative morbidity were equivalent between the 2 groups.